Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient presented into clinic with an infection. During the revision procedure, the device was observed to be in backup (bvvi) mode. As a result, the device was explanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the device found in backup mode (bvvi) was confirmed. The device was received operating in bvvi. Analysis of the device image indicated the device went into bvvi during the explant procedure, which is consistent with exposure to electrocautery. The user's manual has advised not to use electrosurgical devices in the vicinity of an implanted pulse generator. After the device was restored from bvvi, the device was revealed to be above elective replacement indicator (eri). Further analysis was performed and exhibited normal device characteristics, without any anomalies. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2022-06437. Additional information was received that an erosion of the device was observed. Additionally, antibiotics were prescribed to the patient and blood cultures were performed, but did not reveal any abnormalities. The device and right ventricular (rv) lead were replaced to resolve the event. The patient was stable.